Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service previously. Error log history shows firmware mismatch error. Firmware mismatch error was found at power up. Combination of main printed circuit board (pcb) and interconnect pcb does not operate as intended. Replaced main pcb and interconnect pcb to resolve the problem. Device passed all the functional tests.

Event description:
It was reported that the device has system failure. It is unknown if the issue was related to physical damage/abuse. There was an unknown delay of therapy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.